Event description:
It was reported after a da vinci a da vinci-assisted sleeve gastrectomy, the temperature probe had been stapled over and broke; the fragment was retrieved in a separate procedure, and the patient has since returned to the hospital experiencing a staple line leak. Prior to any stapling performed, a stapler time out is performed by the surgeon which confirms with all staff involved; there is nothing in the stomach that would impede or obstruct stapling. After the timeout was performed, the anesthesia provider involved in the timeout, was relieved by another anesthesia provider, who noticed there wasn't a temperature probe in place. The anesthesia provider inserted the probe, without communicating this action to the surgeon. The surgeon stated choosing to use a white reload because the stomach tissue is naturally thin. While using the sureform 60 stapler instrument with a white reload accessory on the stomach; the surgeon fired the stapler. A message of "tissue too thick" was displayed on the screen. The surgeon recalled that the warning seemed odd at that time, given the tissue thickness shouldn't have been an issue. The surgeon upsized the reload to a blue reload accessory. Attempted the same fire and successfully fired the stapler. At the end of the case, the temperature probe was removed and was then noticed to be partially missing. The surgeon requested the help of a fellow surgeon, and the patient was re-prepped and draped for an additional robotic procedure. The partial fragment from the temperature probe was in a staple line of the stomach. The fragment was successfully retrieved, and the staple line was over sewn. The patient was discharged home but returned to the hospital 4-5 days later septic. An emergency surgery was performed to drain the abscess and the patient was admitted to the intensive care unit (ICU). The patient appeared to be recovering for a couple of days, but then progressively got worst. A fistula had developed from the stomach to the abscess, and the patient was bleeding from the fistula tract; requiring a blood transfusion of 4 units. The defect was endoscopically closed, but was noted to be where the fragment of the temperature probe was removed from the staple line. The patient is improving but currently still in the hospital.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc. (Isi) has not received a device for failure analysis evaluation. A review of the instrument and system logs for this procedure has been performed and the following was observed: no system errors were observed during this procedure. Additionally, all multi-use instruments used in the case have been used in subsequent procedures with the exception of the single-use instruments. The logs for the sureform 60 stapler instrument show it was installed on the system seven times and fired six reloads (1 blue, 4 white, 1 blue, in that order). On installs 1, 4, and 5, all clamps were successful, and the firings were each completed with one pause for compression. On install 2, no clamping or firing was attempted. On install 3, the user was prompted to manually select the reload color, due to not firing on the previous install. The white reload was selected, and the firing was completed with 4-5 pauses for compression. On install 6, the first clamp was incomplete, stopping at about 61% completion. The next clamp was successful, but was followed by a firing failure. The firing stopped at about 59% completion, after a duration of about 46 seconds. Peak firing force was measured at 665 n. On install 7, all clamps were successful, and the firing was completed with 3-4 pauses for compression. The instrument was then removed and not used in the procedure again. There were no errors in the logs for this procedure.